Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed one other similar complaint from this serial number. The previous complaint for this serial number ((B)(4)) was confirmed (reference: MDR number 3006260740-2019-00957).

Event description:
Per biomed - unit is shutting down without warning on battery power.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit is shutting down without warning on battery power was confirmed. The root cause of the reported issue was identified as an internal battery failure. The sr8 was received in good physical condition. The sr8 was powered on at 71% battery life and ran for around 45mins before shutting down with 46% battery life still on the scanner. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed one other similar complaint from this serial number. The previous complaint for this serial number (B)(6) was confirmed (reference: MDR number 3006260740- 2019-00957)

Event description:
Per biomed - unit is shutting down without warning on battery power.